Event description:
It was reported that a clearlink system extension set was leaking coming from the y-port. The set was used with intravenous fluid and total parenteral nutrition (tpn). This issue was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the issue occurred in the neonatal intensive care unit. The amount of leakage was reported to be ¿a scant amount of fluid was noted in the bed where IV (intravenous) infusion lines were located¿. The patients¿ blood glucose was stable, there was no air noted in the line and the pump was not backing up. As a result, the IV fluids and tubing were replaced with new total parenteral nutrition that evening. The reporter stated, "there was no patient harm" (omitted on initial). H10: one used sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included clear passage and pressure tests and the results were satisfactory. Additionally, priming of the set was performed and no defects were observed that generated a leak at the y-site. The general functionality of the set was performed with sterile water to check the flow rate and the set worked according to specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.